Event description:
I read that if anything bad happens to someone because of a medicine or any other product sold that we should let you know about it so you can warn other consumers and hopefully prevent another person being injured; so I am letting you know you may want to recall thermacare heat wraps. I have used them in the past for back, knees and elbows and always got relief. However, yesterday ((B)(6) 2013), I used one and it felt fine, however soon it got just a little warmer than it usually has in the past so immediately I removed it and I am glad I did because I immediately saw I was burned by it. I got a 2nd degree burn on my arm and it is painful and limiting my mobility and it is definitely going to leave a very noticeable scar. I'd like to know how to go about to get a refund now for the wraps and also for medicine, stuff to cover it and apply to it and scar cream I may have to purchase to hopefully minimize the scar. Please let me know. I don't think people should chance using them. If you don't get any warning you may be getting burned.